Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The left ventricular lead exhibited loss of capture and was dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).